Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported balloon detachment as no objective evidence was provided for review. Per the reported event details, this use of an expired device is determined to be user error as the user did not verify the expiration of the device prior to use. Therefore, the investigation is confirmed for the reported expired product issue. Per the product instructions for use, devices are to be used by the "use by" date. The user used an expired product. Therefore, the definitive root cause was determined to be use-related. The definitive root cause for the reported balloon detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 11/2021) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly detached inside the patient from catheter. It was further reported that the patient had to have a transverse cut down at the left popliteal vein to remove the device. The current patient status is unknown.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly detached inside the patient from catheter. It was further reported that the patient had to have a transverse cut down at the left popliteal vein to remove the device. The current patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 11/2021).